Event description:
One day old baby boy with suspected congenital heart disease being transferred to another hospital in denver via air. Baby was intubated on vnetilator since he was in respiratory distress. Blender on vnetilator seemed to malfunction as pressure and 02 dropped. Staff bag ventilated infant to admitting hospital.